Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the insulin pump was shut off. The blood glucose level was 180 mg/dl. Customer stated that they rebooted the insulin pump and it said the battery failed. The product will not return for the analysis.